Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke inside the patient, resulting in open surgery

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the probe tip was broken off. It was broken when the probe tip was contacted with the osteophyte sideways the failure identified in the investigation is consistent with the complaint record. According to the customer, the tip broke when the probe tip was contacted with the osteophyte sideways. The probable root cause could be excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that the tip broke inside the patient, resulting in open surgery